Event description:
Additional information later received reported the pump was used to deliver morphine "10/1" at 0.5mg, start date (B)(6) 2015. The cause of death was acute subarachnoid hemorrhage. Per the healthcare provider the death was not related to the implanted infusion system. The date of death was (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. The exact date of death was not provided. (B)(4).

Event description:
Information was received from an unknown health care provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving dilaudid 10mg/ml at a dose of 0.5mg per day via an implantable infusion pump. The indication for use was noted as non-malignant pain. Following a new pump implant procedure, the patient coded post-operative. The patient was admitted to the ICU (intensive care unit) and the device manufacturer representative (rep) was planning on assisting with programming the pump to minimum rate mode. The change in therapy/symptoms, the patient coding, was considered sudden. At the time of the report, the patient was hospitalized. The programming that occurred at the pump implant was reviewed and was determined to be accurate. A priming bolus of .405ml over 25 minutes was programmed following the implant. In terms of catheter information, 20.5 centimeters of the distal portion had been trimmed. The proximal portion was full length. It was noted the patient didn't have a trial prior to implant. The day following the event, the rep spoke with the hcp and the patient reportedly had a cva (cerebrovascular accident) event and was brain dead. The patient was going to be taken off life support that day. The rep also then heard from another rep that the patient had died, though he had not followed up with the hcp to confirm. No further information was provided for the event. Additional information has been requested regarding what other medications the patient was taking at the time of the event, the patient's pertinent medical history, if the death was related to the device system, if an autopsy was being conducted, if the device would be returned for analysis and what the exact date of death was but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.